Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during meniscus repair, the t2 of fast-fix 360 could not be deployed. T1 was removed from the meniscus and the procedure was resumed, after a non-significant delay, with a back-up device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H10 h3, h6: part of the device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product. A visual inspection was performed on the product. The suture and anchors were not returned. The depth limiter button was not in the default position. The actuator tip was in the t2 position. A functional evaluation was conducted. The actuator tip functioned as designed. An analysis of the enclosed image shows part of a fast fix device within clear packaging. The suture and anchors are not visible. The complaint was not confirmed and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Internal complaint reference: (B)(4).